Manufacturer narrative:
The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9233075, medical device expiration date: 2020-05-02, device manufacture date: 2016-05-13. Medical device lot #: 9368909, medical device expiration date: 2021-02-14, device manufacture date: 2017-02-20. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe¿ plus x100l syringe had difficult plunger movement and wouldn't dispense medication. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no sample provided for evaluation. The batch was produced by bd supplier, therefore no batch record is available for review by the bd team leader. Batch release documents were checked and no abnormalities were observed. The batch was released according to the supplier agreements and met acceptance criteria when shipped. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. A full root cause analysis could not be conducted with the available information and is closed without a conclusion. It has also been concluded by the customer that upon evaluation of the plunger rod no abnormalities were detected and injection could be delivered.

Event description:
It was reported that the bd ultrasafe¿ plus x100l syringe had difficult plunger movement and wouldn't dispense medication. There was no report of exposure, injury, or medical intervention.